Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime and seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error 25 alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received no delivery alarm during bolus and had power error detected alarm. The customer's blood glucose was unknown. The customer states also received power error detected alarm, every 4 hours, with shorter life of lithium battery. The insulin pump will not be returned for analysis.